Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient representative (pt rep) reported that yesterday the patient (pt) started to shake and pt rep said it was probably because the left implant didn't get a good charge. Pt rep said pt didn't sleep at all because they had been shaking. Pt rep said they were able to charge left implant back up but then they weren't able to get into the dbs therapy app with the communicator. During the call, dbs therapy app had pt rep select communicator and enter in the serial number of the communicator then paired successfully with left implant. Therapy was off and ins battery was 100%. Once therapy was turned back on the pt stopped shaking. Pt rep checked right implant, therapy was on and ins battery was at 100%.  The issue was resolved.